Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was alleged that after the device was exposed to electromagnetic interference (emi), noise episodes were observed resulting in oversensing. The patient will continue to be monitored remotely and is stable with no adverse consequences.